Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. After setting the anchor and retracting the angio-seal device, the sheath separated from the angio-seal device. The sheath stayed in the body, however the angio-seal device pulled out. The techs attempted to save the closure and thought they did. However, they later discovered that the anchor separated and had to be surgically removed. The procedure type was vascular. No blood loss was reported. Additional information was received on 05dec2025: the sheath size was a 5 french. There were no complications to femoral access under ultrasound. A pre-deployment angiogram was performed to determine if the femoral access point was above the bifurcation. There was no plaque or stenosis noticed in the access site. The patient was comfortable and did not notice agitation or discomfort. The patient was comfortable and stable throughout the case.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. The complaint was confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).